Event description:
It was reported that during an unknown procedure, the device would not fire. Used a reload and could not get the device to fire for a second time. Opened a like device and completed the case with no patient consequence.

Manufacturer narrative:
H6: damaged release button. H3: the analysis results showed that the device was received in good visual condition and with a cartridge loaded on the device. The cartridge was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. In addition another cartridge (b) was received inside the bag, fully loaded and in good visual condition. It was noted that when pushed down, the release button would stick, possibly due to interference between the handles and button. The device was disassembled to verify the condition of the internal components and the holes behind the plates were not assembled over the handles correctly. All the plates were moved down allowing interference between handles and the button. The device could not be tested for functionality due to the conditions. The returned cartridges were tested with a test instrument and fired, cut and formed all the staples as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.